Event description:
It is reported that the patient¿s knee has ¿fallen apart¿ and makes noise when he walks. It is further reported by the patient that his surgeon has stated the issue may be his fault for putting in the wrong size tibia.

Manufacturer narrative:
Eval summary: no devices or photos were received; therefore, the condition of the components is unk. Fit and orientation could not be evaluated without x-rays or surgical notes. Patient factors that may affect the performance of the components such as bone quality, activity level or type of activity (low impact vs. High impact) are unk. A definitive root cause cannot be determined with the info provided. However, the complaint may be revised upon return of operative reports, x-rays and/or product or further info. Eval codes: mfg documentation for the tibial plate, femoral component and articular surface was reviewed and indicates that the devices were manufactured, inspected, and packaged to specification. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated.